Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") and genital haemorrhage ("fatigue got worse after the bleeding and cramping got worse/excessive bleeding") in an adult female patient who had essure (batch no. B08910(invalid)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiparous. Concurrent conditions included obesity, anxiety, malaise, uterine bleeding, lightheadedness and cervicitis. Concomitant products included gabapentin, hydroxyzine since 2015, lorazepam since 2015, paroxetine (paroxetin) since 2015 and trazodone since 2015. On (B)(6)2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6)2012, the patient experienced menorrhagia ("menorrhagia/abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea"), migraine ("migraines/headaches") and headache ("migraines/headaches"). In (B)(6)2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue got worse after the bleeding and cramping got worse") and abdominal pain lower ("fatigue got worse after the bleeding and cramping got worse"). In (B)(6)2012, the patient experienced dyspareunia ("dyspareunia,"). In 2013, the patient experienced alopecia ("hair loss"). In 2015, the patient experienced anaemia ("other injury or complications: anemia"). In (B)(6)2016, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced abdominal pain ("abdomen pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, bladder disorder, urinary tract disorder, dysmenorrhoea, fatigue, alopecia, headache and anaemia outcome was unknown, the genital haemorrhage, dyspareunia, abdominal pain lower, abdominal pain and vulvovaginal pain had resolved and the migraine was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, anaemia, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urinary tract disorder, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: she need for additional surgery. Three coils: left fallopian tube, two coils: right fallopian tube. If you had your essure removed, did you retain the device or any portion of it? Yes. If yes, identify where essure device is being retained: I am unsure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2012: total bilateral occlusion concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: headaches, migraine, menorrhagia, dysmenorrhea, anemia. Most recent follow-up information incorporated above includes: on 10-aug-2018: quality safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") and genital haemorrhage ("fatigue got worse after the bleeding and cramping got worse/excessive bleeding") in an adult female patient who had essure (batch no. B08910) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiparous. Concurrent conditions included obesity, anxiety, malaise, uterine bleeding, lightheadedness and cervicitis. Concomitant products included gabapentin, hydroxyzine since 2015, lorazepam since 2015, paroxetine (paroxetin) since 2015 and trazodone since 2015. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced menorrhagia ("menorrhagia/abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea"), migraine ("migraines/headaches") and headache ("migraines/headaches"). In (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue got worse after the bleeding and cramping got worse") and abdominal pain lower ("fatigue got worse after the bleeding and cramping got worse"). In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia,"). In 2013, the patient experienced alopecia ("hair loss"). In 2015, the patient experienced anaemia ("other injury or complications: anemia"). In (B)(6) 2016, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced abdominal pain ("abdomen pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, bladder disorder, urinary tract disorder, dysmenorrhoea, fatigue, alopecia, headache and anaemia outcome was unknown, the genital haemorrhage, dyspareunia, abdominal pain lower, abdominal pain and vulvovaginal pain had resolved and the migraine was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, anaemia, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urinary tract disorder, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: she need for additional surgery. Three coils: left fallopian tube, two coils: right fallopian tube. If you had your essure removed, did you retain the device or any portion of it? Yes. If yes, identify where essure device is being retained: I am unsure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: headaches, migraine, menorrhagia, dysmenorrhea, anemia. Most recent follow-up information incorporated above includes: on 13-jun-2018: pfs and mr received. Events per pfs: abnormal bleeding (vaginal, menorrhagia), bladder or urinary problems or changes, dysmenorrhea, dyspareunia, fatigue, hair loss, migraines/headaches, pain, other: anemia, cramping, vaginal pain, abdominal pain were added. Patient's medical history was added. Outcome of the events updated. Patient's concomitant medications added. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("menorrhagia"). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and menorrhagia outcome was unknown. The reporter considered menorrhagia and pelvic pain to be related to essure. The reporter commented: she need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.